Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called and reported that their insulin pump was giving different boluses from what they were programming, and also giving smaller un-programmed boluses. The customer¿s blood glucose level was 90 mg/dl at the time of the incident. The customer reported that insulin was dripping from the set before they connected to the site. Troubleshooting was completed for the low but did not resolve the issue. The customer stated the pump was exposed to a cat scan. The customer also got a no delivery alarm on the third day of set use and they performed another set change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm and excessive no delivery alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the specification range and passed off no power test. Drive support cap was inspected and no anomaly was noted. Pump passed the delivery accuracy test.